Manufacturer narrative:
Expiration date is unknown. Lot number is unknown. Manufacture date is unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd microtainer® edta lavender tubes, the customer user noticed that it was the incorrect product after having been told it was the replacement for a discontinued tube.

Manufacturer narrative:
510(k)# updated to k991702.